Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. This occurred during filling with imipenem and cilastatin for injection. There was no patient involvement. No additional information is available.